Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the hydratome tip cracked as the physician was putting the hydratome through the scope. The case was completed with a different tome. The patient's condition is reported as "fine". This is the second device of three that failed in this event. MDR reference numbers: 3005099803-2008-04476, 3005099803-2008-04498.

Manufacturer narrative:
The device is returned to the facility. The evaluation of the returned device is in progress.